Event description:
During surgery on (B)(6) 2012, a pedicle probe was being used when the instrument tip broke off. The tip was unable to be removed and remains in the patient. No further complications have been reported.

Manufacturer narrative:
Sections were filled in with the incorrect device manufacturer information. The manufacturer report number is correct.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Evaluation of the returned instrument confirmed that the tip was broken. Traceability documents do not show any nonconformity and the item met with required specifications during the reception process at biomet (B)(4). Hardness of the affected item was tested and found to comply with the drawing specifications. It was concluded that the item was conforming to the drawing in force when it was distributed to the customer. The affected item has been in use for nearly 11 years and no additional complaints from this lot have been recorded to date. No similar complaints have been received for this item. With the available information, we have concluded the instrument tip broke due to larger forces being used on it than what it was designed for.